Event description:
During surgery, the doctor noticed that the lead was compromised as the insulation appeared to be stripped away from a portion of the lead by the bifurcation, and the wire was exposed. He also noticed that there was fluid that had penetrated the lead. Diagnostics were performed, and they were ok. The doctor was not prepared to do a lead revision, and believes that since the impedance value was ok, the device should function as expected, and therefore the lead was not replaced. The surgeon mentioned that the neurologist should follow up with the patient for any adverse events and decide if they want to send the patient back for a lead revision. Additional information was received that the doctor mentioned that the lead looked to be cracked, but since it was so difficult to see, it is unknown if it was just the outer tubing, or if it was both the inner and outer tubing. The doctor did not know what could have caused the cracked insulation to the lead. No surgical intervention has occurred to date. No other relevant information has been received to date.